Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was successfully capped and replaced on (B)(6) 2016 due to high capture threshold. Patient was stable before, during, and after the procedure.